Event description:
The customer stated that the insulin pump gave a motor error alarm during the manual prime. Troubleshooting was performed and the insulin pump failed the displacement test. The customer also stated that the insulin pump was worn during an MRI scan. Advised the customer to revert to a back-up plan as the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been competed. No conclusion can be drawn at this time.